Event description:
It was reported that the device displayed all three (attention, charge-pak and wrench) icons. This is indicative of a device that may not be able to deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control anticipates the device return for evaluation and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The internal hlc batteries were fully depleted. Due to depleted hlc¿s, the device does not power on and will not deliver therapy. Physio was unable to determine the cause of the depleted hlc batteries.